Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp) due to the tubing connecting the right cylinder broke in half. The device was removed and replaced for a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested, however, it was not provided.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to input tube wear. There was a leak in the other cylinder due to wear at a fold. There was a leak in the reservoir shell due to fold wear. There was a leak in one pump cylinder tube at the pump cylinder strain relief junction due to fatigue, the pump was also contaminated. The pump was not functionally tested due to the cylinder and reservoir failures. The reported allegation of broken tubing was confirmed at the pump strain relief junction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp) due to the tubing connecting the right cylinder broke in half. The device was removed and replaced for a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.